Event description:
The pump was returned for investigation. Investigation revealed a load step malfunction. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4) device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. The prime history revealed large primed amounts recorded. On testing, the pump did not detect the cartridge during the load step. Force sensor calibration readings could not be taken due to the load step malfunction. Investigation of recorded large prime volumes could not be investigated due to the load step malfunction. The pump was opened for investigation and revealed no defects of the motor assembly. Evaluation revealed a discolored display screen which has no effect on insulin delivery function. The battery compartment was also noted to be cracked and the threads in the battery compartment were noted to be stripped and not able to provide a competent electrical connection with a test battery cap. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Recall # 2531779-03/24/2010-003-r.